Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side deflation. Device remains implanted.

Manufacturer narrative:
Visual analysis of the returned device identified wear abrasion, crease fold, one opening linear on the posterior, yellow particles in the shell and observed void >1 mm in non-textured, valve-to shell-bond area. Leak test and microscopic analysis was performed which identified: one opening crease smooth on the posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is one crease smooth opening on the posterior due to fold flaw opening. Reason for reoperation: deflation.

Event description:
Patient reported left side deflation. Device has been explanted.

Event description:
Device has been explanted.